Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 547 mg/dl and was treated with manual injection. Customer reported that insulin pump had fallen on the floor in the past, but never turned off. In order to continue troubleshooting, customer would need to call back with new battery. Customer called back and inserted new battery. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart error, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked lcd window and cracked battery tube threads.